Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the product analysis technician reported that the identified root cause was isolated to a component (video graphics array controller u63) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had the bottom display blank. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the graphical user interface (gui) printed circuit board (pcb) and the latest version of the operational software was installed. The unit passed all testing and operated within the manufacturing specifications.